Event description:
It was reported that the procedure was to treat the popliteal artery with mild calcification, mild tortuosity and 40% stenosis. The 6.5x100 mm supera self expanding stent system (sess) could not advance with the command guide wire and multiple attempts were made. It was noted that the white tip of the stent had detached from the device and was on the back table. The device was not used and the procedure was aborted for another day. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and reported material separation were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during preparation resulted in the noted smashed sheath, contributing to the noted/reported material separation of the tip from the inner member. It is likely that attempts to advance the compromised device along the guide wire ultimately resulted in the reported difficult to advance. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.